Event description:
A report was received that the patient was experiencing inadequate stimulation. It was confirmed thru x-ray that one of the leads had migrated. The patient underwent a revision procedure wherein two new leads were added. The patient was dong well postoperatively.